Manufacturer narrative:
Event date: approximated based on the date the manufacturer was aware of the event.

Event description:
It was reported that the patient underwent a penile prosthesis explant procedure for unspecified reasons. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent a penile prosthesis explant procedure for unspecified reasons. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Event date approximated based on the date the manufacturer was aware of the event.